Event description:
It was reported that pump battery depleted faster than expected. There was no reported impact to the customer¿s blood glucose level. Customer technical support planned to follow up with customer to document concern, review pump data showing higher than usual daily battery use, and troubleshoot battery issue, and no additional information was received regarding the outcome of the event.